Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump was unable to complete the rewind process. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected no motor movement or negligible movement. Retries to free a stuck motor failed alarm noted during testing.